Manufacturer narrative:
Additional, changed, or corrected data: b.6, d.6a, g.2, h.6.

Event description:
Regulatory agency reported that a patient experienced rupture, "breast implant illness, pain and potential bia-alcl" on an unknown side. The histopathological markers were not reported. Device remains implanted.

Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "potential alcl".

Event description:
Regulatory agency reported that a patient experienced rupture, "breast implant illness, pain and potential bia-alcl" on an unknown side. The histopathological markers were not reported. Device remains implanted.